Manufacturer narrative:
B5 - describe event or problem: updated. Device analysis findings: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks. Microscopic examination revealed no additional damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a kink on the sheath. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported the device became kinked and stuck on the guidewire. The mildly calcified and moderately tortuous target area was located in the superficial femoral artery (sfa). A jetstream xc device was selected for an atherectomy procedure in the sfa to treat the target occlusion. During the procedure the jetstream xc became kinked, distal to the infusion port on the device, when attempting to pass through a bifurcation. Then, the device became stuck on a non-boston scientific guidewire. The jetstream xc and non-boston scientific guidewire had to be removed together as one unit. A different device with a new guidewire was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that a different jetstream xc of the same model was used to complete the procedure.

Event description:
It was reported the device became kinked and stuck on the guidewire. The mildly calcified and moderately tortuous target area was located in the superficial femoral artery (sfa). A jetstream xc device was selected for an atherectomy procedure in the sfa to treat the target occlusion. During the procedure the jetstream xc became kinked, distal to the infusion port on the device, when attempting to pass through a bifurcation. Then, the device became stuck on a non-boston scientific guidewire. The jetstream xc and non-boston scientific guidewire had to be removed together as one unit. A different device with a new guidewire was used to complete the procedure. There were no patient complications as a result of this event.